Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate report numbers.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was wet; however, the device was noted to be deteriorating faster than usual like the coils were impacted by the liquid. The coating was noted to be pulling out [peeling]. Four (4) other guide wires were attempted to be used but had the same issue. Another non-abbott guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported irregular texture was confirmed. The reported peeled/delaminated could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Fourier transform infrared spectroscopy (ftir) was performed on the returned device. Scanning electron microscopy (sem) was performed on the returned device for further analysis. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire had an irregular texture. Analysis of the returned device noted a grainy texture; however, after decontamination, when the contrast was removed, the grainy texture was no longer present. Additionally, fourier transform infrared spectroscopy (ftir) was performed and identified a nylon substance on the wire. Nylon is not a substance used in the manufacturing process. It is likely that contaminants introduced during the procedure contributed to the reported irregular texture. Additionally, it was reported that the polymer appeared to be deteriorating. Visual analysis of the polymer found no abnormalities or damages. There is no indication of a product quality issue with respect to manufacture, design, or labeling.